Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. Stimulation shut off three days prior to this report. An elective replacement indicator (eri) message and power-on-reset (por) message were seen on the programmer. The patient saw a health care provider (hcp) on this day. Device interrogation revealed the ins had reset and programming had been wiped out. The hcp had to reprogram from scratch. It was noted the ins level was at 2.84 v. The patient had higher settings and was running around 5 v. The patient was instructed to gradually increase settings and stimulation turned off again the day prior to this report and the day of this report. The por was not related to an overdischarge event. The por was informational and was successfully cleared with the patient programmer. Therapy was turned back on. There were no known treatments or exposures related to the event. Actions include doctor's appointment to check the system the week following this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) stating the cause of the eri/por message and the stimulation shutting off was unknown. The patient would have the generator explanted when the cellulitis of the arm resolved and the generator will be sent back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed the device was explanted on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported they had not seen the patient since (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep reporting that the patient encountered another por message but were unable to clear it with their patient programmer. The rep reported that when they interrogated the ins with their clinician programmer, por 0x0008 was seen. The rep reported that the por always happened when the patient was sleeping. The rep noted that the patient did move around in their sleep. The rep reported that the ins was at 2.8v, and they were programmed: 3.0v/70pw/160hz. 0+1-2- therapy impedance: 784 ohms. The rep reported testing the impedances with the patient in multiple positions, but all impedances were normal. The rep reported that the patient fell on (B)(6) 2018. The rep reported successfully being able to clear the por message. The rep reported that the patient was receiving adequate therapy. The rep reported that the patient had arecent chest x-ray. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient's impedances were measured on (B)(6) 2018 and were all found to be normal. The rep reported that the ins was at 2.83v on (B)(4) 2018. The rep reported that upon interrogating the ins with the clinician programmer on 2018, no por's were noted. The patient also clarified that when they lost therapy, as previously reported, they experience the return of extreme tremors. The patient called back on (B)(4) 2018 reporting that the issue that was previously documented resolved today. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating there was another por message on the clinician programmer occurring (B)(6) 2018. While clearing the por message with the clinician programmer, the caller reported no eri message was seen on the screen. "Por 0x8" was seen. The por was cleared successfully. Electrode and therapy impedances were normal and voltage was 2.8v at the time of the call. During the call the caller tapped the ins about 10 times and several times harder and the ins battery voltage stayed at 2.8 v. Therapy impedance was normal. The caller did not mention any trauma/falls/emi/activity. The caller reported the patient had no new equipment at home and they were at home when the last por occurred. Later during the call, the patient's wife checked the ins with the patient programmer and the patient programmer displayed eri message but ins voltage was 2.8 v. The caller confirmed there was no eri on the clinician programmer earlier. The caller stated the patient was tentatively scheduled for an ins replacement on (B)(6) 2018.